Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; 1st inratio: 1.5; 2nd inratio: 2.5. Tests were done within minutes of each other. Pt is on coumadin.